Manufacturer narrative:
(B)(4).

Event description:
The dentist reported the non osseointegration of one dental implant cm titamax ex implant 3.75x11 mm, but did not provide any other information about the case.